Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experience high blood glucose. Customer¿s blood glucose level was 556 mg/dl at the time of incident. Customer¿s blood glucose level at the time of call was 254 mg/dl. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that insulin pump keeps beeping and asking them to calibrate auto mode readiness and blood glucose required and bolus was in progress. Customer was assisted with troubleshooting for auto mode. The device will not be returned for analysis.